Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Three pictures were received by our quality team for evaluation. All three pictures show the top of a syringe and the beginning of the tubing from three different angles. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using an unspecified bd syringe the tip of the syringe broke off. There was no report of patient impact. The following information was provided by the initial reporter: patient received prbcs via a syringe. When the nurse went to flush the tubing after the blood was complete, the blood syringe tip broke off inside the blood tubing. The nurse did a great job stopping and resolving and removed the syringe and tubing from the patient's PICC and did not use it to flush the line. The patient was not harmed.